Event description:
The sales rep reported that surgeon has the first broken smart toe and he wants to know how much broken ones we have had and how often.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.